Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had been completely down and was restarted multiple times, but each time it went to the bios password screen and remained stuck. A field service engineer (fse) had found that the station would not boot past basic input/output system. The fse had replaced the hard drive (hdd) and reimaged version 1.11 to the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user stated the station was completely down. User restarted the station about 10 times, but it showed bios password screen and was stuck there. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.